Event description:
A report was received regarding a patient previously implanted (unknown date; unknown surgeon) with an ulna plate and six screws who presented with a non-union of an ulna fracture. It was revealed by x-rays that one implanted screw was broken at the head. The surgeon performed a revision surgery and removed five screws and one plate. Subsequently, the surgeon removed only the head portion of the sixth screw leaving the threaded shaft portion in the ulna. The size and length of the broken screw that remained in the patient is unknown. The surgeon completed the revision by re-plating the ulna fracture with synthes product and unknown bone filler. This is report # 5 of 7 for the same event.

Manufacturer narrative:
An investigation and device history record review could not be completed and no conclusion could be drawn as no lot number was provided and the device was not returned.